Event description:
The customer reported that the iris jitters and a brake was not functioning properly on the system. No patient was injured.

Manufacturer narrative:
The system was repaired, found to be operating as intended, and released to the customer for use.